Event description:
On 04-mar-2026, a sales representative reported via email that an ar-1588rtt2-ib fibertag tightrope ii implant for the internalbrace experienced an issue in which the quad acl tightrope broke during initial shortening into the femoral tunnel. This was discovered during a quad acl autograft procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on 18-mar-2026: the issue occurred in the patient. The graft was removed, and the implant was removed by cutting out the tightropes. The graft was then re-prepared using two ar-1588btb-ib devices. The case was delayed approximately 15 minutes, and it is unknown whether additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.